Event description:
It was reported the patient experienced ineffective stimulation due to high impedances on the right lead. Surgical intervention may be pending to address the issue. Investigation was unable to determine which lead is at fault.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3189, UDI: (B)(4), serial: (B)(6), batch: 8100350. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the lead was explanted and replaced to address this issue. Therapy was restored.

Manufacturer narrative:
A patient experiencing ineffective stimulation due to high impedance was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section d6a - date of implant corrected.